Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed two 'charge profile fault' flags and three 'service code displayed 102' flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (charge profile fault/service code 102) was confirmed. Upon eval, there was a poor solder joint on quad micropower op-amp component u901. The cause of the charge profile fault and service code 102 is intermittent signals from component u901. The cause of the intermittent signal is the poor solder joint. The root cause of the poor solder joint cannot be positively identified but is likely assembly error. No adverse event resulted from the defective component. The last pt to use this monitor did not report any deficiencies.